Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch #: t5dv20. Additional information was requested, and the following was obtained: could you please provide the current patient status? Current patient status is unknown. Device analysis: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The reload was received with the cartridge deck damaged and had the proximal 8 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. No functional testing was performed due to the condition of the reload. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The damage to the cartridge deck is consistent with the device being clamped over a hard object. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure tech handed stapler to surgeon who assembled and attempted to fire, but it would not. Used another stapler to finish. It is unknown if there were any adverse consequences to the patient.